Manufacturer narrative:
The infection and hospitalisation were not device related - related to the middle ear this report is submitted on sept 19, 2023.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 due to facial paralysis and an infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 16, 2023.